Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va13usg, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va13usg, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported at on an unknown date, the patient began not feeling well. It was also stated that since implant, the patient has become increasingly worse and experienced balance problems, orthostatic hypotension, and an increased falling frequency. The manufacturer representative (rep) also reported that there were high impedance values and that a fall may have been related to the reported issue. There was no actions/interventions planned or performed at the time of this report. The patient's medical history included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.